Event description:
It was reported that during a low anterior resection procedure, the device cut but did not staple. Additional suture and a temporary anus was used to rectify the situation. No further information is available.

Manufacturer narrative:
Information anticipated, but unavailable at this time.